Event description:
It was reported that signal loss over one hour occurred. The patient was asleep and did not hear the alert for a signal loss lasting over three hours. Her boyfriend woke up to the signal loss alert, and noticed that the patient was symptomatic. She was shaking and was not able to speak or walk. The boyfriend gave her orange juice to drink and she fully recovered. No blood glucose reading was taken at the time. No medical intervention was required. At the time of the report, the patient had fully recovered. A review of performance data shows that the patient's signal loss alert as well as her always sound feature were both enabled at the time of the event. The patient's low alert threshold was set to 4.4 mmol/l. Performance data shows that the patient experienced a period of signal loss that began at 10:35 pm on (B)(6) 2021 and lasted until the app was launched at 9:33 am the following morning. Prior to the app launch, backfilled data shows that the patient's egvs dropped below the low threshold at 8:55 am and continued to continued to gradually decline until hitting low (less than 40 mg/dl) at 9:35 am, at which point the patient received a visual urgent low alert since the signal loss had ended at 9:33 am. This alert was acknowledged a minute later. The patient's egvs remained low until 9:55 am, at which point she experienced another period of signal loss that lasted approximately four hours. The earliest available backfilled data for this second period of signal loss shows that the patient was in stable range by 10:55 am and remained stable for several hours thereafter. The reported complaint of signal loss was confirmed. The root cause of the reported event could not be determined. Although the root cause could not be determined, the signal loss was not caused by any the following issues: the transmitter time not advancing, a communication error between the app and the transmitter, no communication between the app and the transmitter, an app or operating system update, an app crash, low battery level on the mobile device, or the patient closing the app. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.